Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that the leads and the ipg were explanted and new leads and a new ipg was implanted.

Manufacturer narrative:
Correction of device information

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report 3006705815-2021-02469. It was reported that patient experienced ineffective stimulation. Upon x-ray, lead migration issue was confirmed on both leads. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.